Manufacturer narrative:
The insulin pump was received with a spi to motor pic communication error alarm during rewind, fault isolated to the motor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify insulin flow blocked alarm due to spi to motor pic communication error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor current error detected alarm. Customer's blood glucose value was 396 mg/dl at the time of the incident. Customer also experienced hyperglycemia and declined to troubleshot for high blood glucose value. Customer states insulin pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarm. Customer states they were not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will return for analysis.